Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure for normal elective replacement indicator (eri), there was chronic low sensing due to patient anatomy on the right ventricular (rv) lead. The pacing and sensing portion of the rv lead was replaced and the procedure was completed. The patient was stable before, during, and after the procedure.